Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth chipped, the bottom teeth are now fractured due to them hitting the top teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Patient called in with additional information after the reported event. H6 codes added. Unspecified musculoskeletal problem; deformity/disfigurement; tooth fracture.